Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lens, missing battery door, and a peeled dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. During accuracy testing, the pump was found to be over delivering to the manufacturing specifications of +/-3%. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com, corrected data: h6: health effects.

Event description:
It was reported that the device was failing accuracy testing. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.